Event description:
It is reported that for the past five years, off and on, end-user has experienced redness, itching/irritation to peristomal skin located under wafer's mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user is using antibiotic and powder to treat effected site. End-user was advised to wash skin with ivory soap and use barrier wipe. Lastly, samples of eakin cohesive seals were sent to end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.